Manufacturer narrative:
During analysis of the provided logfiles it could be confirmed, that the device performed several restarts. These restarts can be traced back to a nearly depleted internal battery. In case the internal battery capacity is insufficient the device generates different alarms with increasing priority with ongoing capacity depletion - as described in the complaint description. If the capacity is not sufficient anymore to perform ventilation repeating restarts are performed with the attempt to solve the problem. During a restart the pneumatic system remains powered off and the emergency-breathing valve is opened to allow for spontaneous breathing. An independent power-fail alarm is generated when the device at last turns off completely. It was found that the batteries were used longer than the requested changing-interval of two years, which is assumed to be the root cause for the described issue. The replacement of the batteries solved the problem. The device operated as specified for this condition.

Event description:
Please see initial report.

Manufacturer narrative:
The investigation was started but not yet concluded. We will provide a follow-up report as soon as the investigation is closed.

Event description:
It was reported that: during working,the device had" internal battery inop" or "low battery" alarm and suddenly auto restart. No injury reported.